Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain due to inadequate stimulation. An x-ray revealed that the leads had migrated. The patient underwent a revision procedure during which the leads were explanted and replaced. Postoperatively, the patient was programmed and satisfied. Electrocautery was used, and the leads will not be returned for analysis as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).